Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported the patient had an advance sling xp sling implanted in (B)(6) 2018. It was added that the sling never really worked. The patient was later implanted with an artificial urinary sphincter (aus) consisting of a 4.0 cm cuff, pump and balloon due to an unspecified reason. Should additional information be received, a supplemental report will be submitted.